Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was off the bus and entire drawer was failed. A field service engineer arrived at the station and logged in to confirm the failures. Accessed hardware test application and verified that all cubies were present. All cubies were ejected, and the station was powered down. The back panel was removed, and the row board cable was reset and reconnected. The drawer was manually opened, all cubies were reinserted, and the station was powered back up to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system device was off the bus and entire drawer was failed. Customer tried to reboot, but issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.